Event description:
As reported by the eye care provider (ecp) and his wife, a patient presented with severe corneal scarring. The patient had been wearing freshlooks contact lenses that they had been purchasing from flea markets for years. The ecp was unable to specify the exact type of freshlooks contact lens. The patient first went to an ophthalmologist and was diagnosed with keratoconus (date not provided). The ophthalmologist said it was due to the freshlooks contact lenses the patient had been wearing. The patient then came to see the ecp who stated the contact lenses would not cause keratoconus, and that the patient should never have been wearing the contact lenses as they do not fit his eyes properly because of the keratoconus. The ecp stated this is what caused the corneal scarring in both eyes. The ecp further stated the patient explained that when wearing the contact lenses, he would experience some 'infections' which he did not seek medical attention or treatment for and would resolve in a few days once he stopped wearing the contact lenses. The ecp stated the patient cannot see well and has a best corrected visual acuity of 20/40 for the left eye (os) and 20/80 for the right eye (od). The corneal scarring is centrally located in the visual axis of both eyes. The scarring od is central and the scarring os is slightly off center (size not provided). The ecp stated the scarring is deep and dense, most likely from an old infiltrate or ulcer that was left untreated. The patient was not provided any treatment, will not be continuing contact lens wear, and has not worn contact lenses for some time now. No follow-up is scheduled.

Manufacturer narrative:
(B)(4). The device is not available for evaluation and no manufacturing investigation can be performed as the lot number is unknown. (B)(4).